Event description:
Customer reported that pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to attempt various troubleshooting steps, including ensuring the pump was not connected to a power source and using different charging supplies, but the screen remained unresponsive. As a result, technical support arranged to replace the pump, and the customer expressed interest in obtaining an out-of-warranty loaner pump.